Manufacturer narrative:
Based on the logfile analysis, the case in question could be reconstructed and it was found that a communication interrupt between the two processors onboard the therapy control unit had occurred during the concerned procedure. The device is designed to trigger a system reboot when such condition occurs. In case of such a reset, therapy will be interrupted for a maximum of 15 seconds, the device posts a corresponding alarm to alert the user and, therapy will be continued with the last valid settings as soon as the reboot is completed. Although the source of the deviation can be attributed to the particular pcb, the exact nature of the issue cannot be determined due to its sporadic nature. The respective board was replaced as a precautionary measure, the workstation passed all consecutive tests and was returned to use without further problems reported since then. The number of similar cases, related to the same phenomenon, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device shut down during use. There was no injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation is ongoing. Results will be provided with a separate follow-up-report.

Event description:
It was reported that the device shut down during use. There was no injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.